Event description:
Reportedly, the patient presented to hospital complaining of fatigue. Device inquiry identified an episode from (B)(6) 2016 -08:53am that lasted 57 minutes without treatment and stopped spontaneously. Clinic believes this to be a vt, but the device interpreted it as svt and withheld treatment. It was also observed in the first episode of (B)(6) 2016 (08:52am) that the timing events in the log labeled was 00:00:00.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the patient presented to hospital complaining of fatigue. Device inquiry identified an episode from (B)(6) 2016 -08:53am that lasted 57 minutes without treatment and stopped spontaneously. Clinic believes this to be a vt, but the device interpreted it as svt and withheld treatment. It was also observed in the first episode of (B)(6) 2016 (08:52am) that the timing events in the log labeled was 00:00:00.